Manufacturer narrative:
The reported event is associated with a clinical trial (nct02844465) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that post-operatively. The patient reported not being able to recall the lock combination for their front door. They also reported issues with name recall. No diagnostic tests or procedures were done. No actions were taken. The event was unresolved and no further actions were planned. Per the investigator, this event was related to the thermal therapy system and not related to the system, anesthesia, and epileptic disease-state.